Event description:
It was reported that upon programming the implantable cardioverter defibrillator (ICD) into MRI protection mode, out of range shock impedance measurements were noted on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed this could be due to calcium deposits. The cardiologists ordered an increase in the alert to 175 ohms and proceeded with the MRI. After the procedure, the health care professional (hcp) called back and confirmed the device was out of MRI protection mode successfully and the shock impedance alert was reset to 125 ohms. No adverse patient effects were reported. At this time, this lead remains in service.